Event description:
It was reported that a user support representative setting up a new ilet bionic pancreas system encountered a pairing failed alert when attempting to pair a dexcom g7 continuous glucose monitor (cgm) to the ilet, despite the sensor providing readings in the dexcom app; after a pump restart, the ilet displayed pairing with sensor and remained in pairing before proceeding to warmup, consistent with an intermittent communication failure involving the antenna within the electrical and magnetic subsystem. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 during pairing, consistent with an intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.